Event description:
Customer reported an issue with the panorama central station display which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Service representative replaced the system hard drives and reloaded software. Tested, calibrated, and safety checked unit to factory specs.